Event description:
It was reported that the patient was having unexplained increased pain. On examination with an x-ray, it was determined that the catheter had become dislodged out of the intrathecal space. The pump contained hydromorphone 7.5 mg/ml; bupivicaine 40 mg/ml; compounded baclofen 400 mcg/ml and clonidine 250 mcg/ml. The patient's pump infusion mode was simple continuous with infusion pa enabled. The infusion rate was 0.3336 ml. Surgical revision was performed in 2008, and it was reported that the patient recovered without sequela.

Manufacturer narrative:
Result: used for the catheter.